Manufacturer narrative:
Unit received with detached end cap. Unable to perform any test including the displacement due to detached end cap.

Event description:
It was reported that insulin pump drive support cap was normal but slightly indented but the end cap was damaged and came apart when changing the reservoir or giving a bolus. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with detached end cap. Unable to perform any test including the displacement due to detached end cap. The initial report and or supplemental report had the incorrect aware date. The correct aware date is november 7, 2016.